Event description:
The surgeon of the hosp reported that he was performing a surgery procedure. He noticed that he attended a very strong bone with 2,7 mm bone screws. During attendance, there happened a big tension of the anterior fragment. Due to further stressed trails, the head of the two screws twisted off. The shanks of the screws still remain in the pt.

Manufacturer narrative:
Because no product was received, the root cause of the failure pattern could not be determined for sure but in previous cases the breakage occurred due to too high torsion loads or a combination of too high torsion and tensile/bending forces. Indication for material or mfg related problems were not found in this investigation. Based on the statistical evaluation, no indication was found for any device related issue.